Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported by the customer's father, that the customer's insulin pump has scratches to the display screen. Customer's blood glucose level at time 228mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.